Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as intended. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send a product notification letter to customer to contact customer care. No address for customer on file.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 200-300mg/dl. The customer did not report symptoms pertaining to her diabetes. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/19/2019 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history. Customer called in stating that the meter read hi. Customer states that she normally reads below 300mg/dl fasting. Informed customer that the hi means that the blood sugar may be above 600mg/dl. Customer states that she has excessive urination due to an ongoing bladder problem. She does not believe it to be related to her blood glucose sugar. Customer states that she had to go because she had to take her insulin and lay down. Will follow up to obtain more information.